Manufacturer narrative:
Initial reporter information: unknown. The unit has been discarded by the user facility. As such, no product evaluation can be performed.

Event description:
It was reported that the "venaflow unit in or (operating room) began smoking and started on fire. The unit was plugged in at the time, but not in use on a patient."